Event description:
A patient diagnosed with wegener's granulomatosis, a rare condition that results in blood disorders, is reported to have undergone four therapeutic plasma exchange (tpe) treatments. All four treatments were associated with more than 1 episode of the clotting of the tpe filter set. There were approximately twelve tpe filter sets used on this patient during an undisclosed period of time. The blood was apparently not returned following all of the events and it is likely the patient had a cumulative blood loss of 500 ml however, this has not been confirmed. The patient reportedly was transfused with blood sometime during the tpe treatments. No additional medical or clinical information has been provided despite gambro¿s request for additional information.

Manufacturer narrative:
The filter set was discarded and therefore, not available for inspection. The review of the device history record of the lot number of the tpe filter sets and the complaint history files has shown that there were no nonconformities and no similar complaint reported on these lot numbers. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.